Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and dyspnea are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with placement of a 2.5 x 18 mm xience xpedition stent in the mid left anterior descending artery. On (B)(6) 2015, the patient experienced an episode of non-serious chest pain and shortness of breath. Medication was administered and the patient condition continues. On (B)(6) 2015, the patient was re-hospitalized due to a coronary vasospasm which was treated with cardiovascular medication. Diagnostic angiography was performed and the xience xpedition stent was noted to be patent. No additional intervention was performed. The patient was discharged home on (B)(6) 2015. No additional information was provided.